Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient due to the elongation of the angle wire; the curved rubber adhesive was missing; the adhesive part of the lighting lens had come off; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the flexible tube of the insertion section was crushed; vignetting of the image was noticed due to dirt on the objective lens; the forceps plug cap had been scraped off; there was corrosion of the electrical connector contacts; and peeling of paint is noticed on the suction cylinder. In addition, the curved rubber; the operation part; the operation unit cover; the up/down knob; the up/down angle fixing lever; the right/left knob; the grip; the universal cord; the scope connector side oredome of the universal cord; the scope connector; and the right/left angle fixing knob were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, reduced angulation on the evis lucera gastrointestinal videoscope. Inspection and testing of the returned device found foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.